Event description:
The patient reported feeling chest pressure and then passed out. Additional information has been requested and not yet received. The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
Follow-up conducted revealed that the patient was seen after reporting chest pressure and passing out and the device was functioning normally. The ICD was interrogated and no issues were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).